Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii and spy ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed on (B)(6) 2022. During the procedure, when the spyscope was plugged into the controller, the picture was coming blurry. The physician proceeded with the procedure using spy bite max forceps to biopsy a stricture. All of a sudden, the screen goes blank and grey dots appeared on the screen. They tried to unplugged and plugged back in and the same problem happened. Blurry picture then grey dots. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.